Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
On 09-dec-2025, a company representative ¿ service personnel contacted distributor to report that totalcare bed(product code unknown, serial number unknown), had the head of the bed not raising. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
H3: correction. The service technician found that age-related deterioration of the hilow head-up valve. The service technician replaced the hilow head-up valve to resolve the issue. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show that baxter performed preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this bed.